Event description:
The generator was explanted and returned due to battery depletion. Device history records were reviewed for the generator. The device test trim tab indicating that the generator underwent laser routing and is more susceptible to premature battery depletion. Product analysis was completed on the generator. Residual material on the printed circuit board assembly (pcba) resulted in increased current consumption for standby and pulse modes of operation. Due to the presence of the contaminants, the generator failed several electrical tests. After the contaminants were cleaned the device passed the same electrical tests. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical and resistive paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No additional information has been received to date.